Event description:
It was reported that the customer experienced a low blood glucose (bg) level (specific bg value was unknown). Cause was not known. Reportedly, the customer "passed out" as a result of the low blood glucose (bg). Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.